Event description:
Ous MDR. After an implant period of approximately 57 months, it was reported that the ICD could not be interrogated. The ICD was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddlers syndrome, subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electrical module was found damaged due to a shock delivery into an external short circuit. The damages led to a high current condition, depleting the battery. There was no indication of a material or manufacturing problem.